Event description:
It was reported that during insertion of the catheter over a spring wire guide, the spring wire guide separated and a portion remained in the patient. A surgical procedure was performed to remove the separated portion. There were no additional complications.